Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after disconnecting from the pump to shower and not announcing a subsequent protein shake; the user later reported 18.99 units on board and a highest blood glucose of 319 mg/dl with levels above range for about four hours. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Troubleshooting and education were provided to the user regarding pump disconnection and meal announcement. Investigation included customer interview and review of use conditions. Investigation of this case revealed user-related factors associated with pump disconnection and unannounced carbohydrate intake. It was concluded that the device function was not confirmed to have malfunctioned and that hyperglycemia was most consistent with use conditions; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.